Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed to evaluate the therapeutic safety and efficacy of percutaneous radiofrequency ablation (rfa) with internally cooled electrode for malignant hepatic tumors; which were in contact with blood vessels. A total of 297 patients with malignant hepatic tumors (358 nodules) who underwent rfa, by means of straight internally cooled electrodes. The cool-tip¿ radiofrequency system was used in all patients, the radiofrequency generator capable of delivering a maximum power of 200 watts. Complication was intra-abdominal infection (1), gastrointestinal bleeding (1) and chest infection (1).